Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent a ipg replacement procedure and doing well post operatively. The explanted device will not be return per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) 2022.